Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis was implanted approximately for 10 years and had gotten harder to pump. The patient requested to replace the entire device. The cylinders and pump were replaced, and the old reservoir was left implanted. No patient complications were reported.